Manufacturer narrative:
Additional product code: fmf investigation: the harvest disposable set was unavailable for return and investigation. The harvest disposable set contain multiple components that have various expiry dates. The outer set label contains the expiry date associated with the component that has the shortest expiry timeframe. Based on the information stated on the shipping slip, the use of an expired set was confirmed. Investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The bmac disposable set was labeled with an expiration date of 09/01/2017. The blood was processed and the bmac product was administered to the patient on (B)(6) 2017. Patient¿s information is not available at this time. Patient outcome is not available at this time. The bmac set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the cause for use of the expired set was that expired product was provided to the customer by the distributor. Human error of not checking inventory contributed to the use of the expired stock. Correction: terumo bct provided the distributor with the IFU for the harvest set that details the significance of and symbols that indicate the expiration dating.

Event description:
The customer declined to provide patient information.the customer stated that no adverse events occurred during the procedure and postprocedure.